Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sling was implanted during a procedure performed in 2011. According to the complainant, the sling that has been implanted in her body brought her serious complications from day one. Reportedly, she was not made aware of the issues associated with the device and have been agonizing for several years since the implant. According to the patient, she has been experiencing bleeding, chronic pain, uti, sleepless nights, and going is through loss of independence due to the implant. Subsequently, the patient reported that she is going to have the device removed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.